Manufacturer narrative:
Pump received with a21 alarm, lost all memory and resetting the time/date after changing battery due to due to c13 voltage leak on interface board. Pump received with low battery life due to c13 voltage leak on interface board. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and off no power test. No a17 alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert, an unexpected restart, and an additional error alarm. Customer reported that the unexpected restart was listed in the alarm history. Blood glucose level at the time of the incident was 210 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.